Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. The returned sheath was attached on the catheter at approximately 27.69 cm from the iab tip. A catheter tubing kink was also found at approximately 1.27 cm from the y-fitting. An underwater leak test of the balloon, catheter, y-fitting, extender tubing, and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab inflated normally and no alarm sounded from the pump. The investigation does not confirm the reported failures. However, a catheter tubing kink could trigger some alarms. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). Occupation: nurse manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately five hours and 30 minutes of intra-aortic balloon (iab) therapy, the console generated an alarm and there was no augmentation pressure displayed. It was also noted that there was blood in the iab. The console immediately stopped. A new iab was not inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).